Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 22-may-2020, UDI#: (B)(4), product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted very deep in the left ventricular outflow tract lvot, in order to open up an obstruction. Due to the depth of implant, severe paravalvular leak (pvl) was noted. A second valve was implanted at a higher depth but moderate pvl remained. A post-balloon aortic valvuloplasty (bav) was performed but did not correct the pvl. Subsequently, another manufacturer¿s valve was implanted successfully. The obstruction was due to a pre-existing non-medtronic valve implanted very deep in the mitral position, inside of a mitral ring. No additional adverse patient effects were reported.